Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 600 mg/dl range. Customer treated their high blood glucose via insulin pen. Customer discontinued use of the insulin pump and felt they did not receive insulin. Customer was assisted with programming their basal rates which resulted in lower blood glucose levels. Customer was advised to monitor the insulin pump and call back if issues persist.